Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture and high capture thresholds. This rv lead was replaced. No additional adverse patient effects were reported.